Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) is getting error code 1703 on the handset. Rep was not with the pt for troubleshooting, technical services (ts) reviewed possible impedance issue. No symptoms reported. Caller called to report oor message being seen on the patient programmer and clinician tablet. Impedance test run prior to call to tech svcs and rep was able to see that right lead, contact 10c reported >5k for unipolar and >8k for bipolar; contacts 10a and 10b were in normal range. Discussed option for removing contact 10c which should then allow for pt to increase settings to where they want to move to. Pt noticed issue when trying to increase from 3.9ma to 4.0ma. Also discussed MRI availability since pt is planned to get on in a few weeks. Tech services (tss) reviewed MRI would not be recommended based on these impedances. Patient could not increase amplitude with patent programmer. The issue was due to an impedance issue with contact 10c and all paired contacts (8,9a,9b,9c,10a, and 10b- all showing ¿investigate¿. The cause was not determined. Contact 10c was removed from the patient¿s therapy setting. Only contact 10a and 10b were used. This allowed the patient to adjust amplitude with his patient programmer. The impedance issue was not resolved. This information was confirmed with the physician and/or patient.